Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v806874, implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient.

Event description:
It was reported that the patient had stimulation or therapy issues of stimulation in the wrong location. The action required as a result of the event was surgical intervention where the lead was removed and replaced. Diagnostic testing or troubleshooting of impedance testing and reprogramming were performed. The product issue was resolved and the cause of the issue was determined to be that the lead appeared to be too distal. The implantable neurostimulator (ins) had normal battery depletion. The action required as a result of the event was surgical intervention of replacement where a new battery was implanted. This product issue was resolved and the cause of the issue was unknown. The patient may have possibly turned the amplitude up attempting to feel stimulation in the correct place and also get symptom relief. The patient¿s health care provider (hcp) stated that the patient said it worked for a while, but stopped working. With reprogramming the patient only felt stimulation in their tailbone and had no relief of symptoms, therefore, the hcp elected to remove all old components and place new components on (B)(6) 2014. The lead and ins would not be returned as the customer discarded them. There were no patient symptoms or complications associated with the event and the patient status was alive with no injury. The patient was recovering normally per their hcp.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).